Manufacturer narrative:
Product evaluation: the product was returned and the reported damage was observed. Blood and solution are dried on the lens. The product history record review indicates the product met release criteria. Root cause: the root cause could not be determined by the evaluation. The reported damage was observed. Due to the presence of blood and surgical solution, the damage is most likely related to customer handling. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).

Event description:
A theatre sister reported that during intraocular lens (iol) implant surgery, the surgeon noted a nick on the optic of the lens. The lens was removed and replaced without incision enlargement. The procedure was delayed 30 mins and the surgery was "made more difficult due to event". Pt impact is unk. Additional info has been requested.